Event description:
Device #4 malfunction: loose suture. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the perclose a-t device attempted arteriotomy closure of an unspecified calcified vessel after an interventional procedure. Reportedly, after deploying the suture the knot could not be advanced to the artery due to the user discarding the knot pusher. The device was removed and a second perclose a-t was used with the same results. A third perclose a-t device did not deploy correctly reportedly due to calcification. A fourth perclose a-t device the knot did not hold at the puncture site. It was not specified how hemostatis was achieved. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 perclose a-t part# 12337-05, lot# 66007-6h, is being filed under medwatch MFR report number: 2953144-2008-01372. Device #2 perclose a-t part# 12337-05, lot# 66007-6h, indicated is being filed under medwatch MFR report number: 2953144-2008-01373. Device #3 perclose a-t part# 12337-05, lot# 66007-6h, indicated is being filed under medwatch MFR report number: 2953144-2008-01374.